Event description:
It was reported that on (B)(6) 2026, a patient presented to (B)(6) at the time of second stage surgery, where it was determined that a glidewell ht implant ø4.3 x 8 mm failed to osseointegrate. The issue occurred inside the patient's mouth. The implant was not already out when the patient presented and was removed on (B)(6) 2026, using an ht driver. The implant site was not reported to be infected, and there was no patient injury reported. It was reported that there was nothing abnormal with the implant or its packaging. The patient's symptoms were relieved following removal of the implant, and the current patient status was reported as good. No additional information was provided.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).